Event description:
The lay user/reporter called lifescan (lfs) in 2008 alleging the one touch basic enhanced meter was prompting an error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the meter issue began on three days earlier, around noon. After the reported issue, the patent took his usual dose of insulin, which is 65 units of lantus and 35 units of humalog. On original date, at 11:00 a.m., he began to feel thirsty, dizzy, and had a dry mouth. He went to the hospital where his blood glucose was tested; the result was 370 mg/dl. He was treated with insulin, type and amount is unknown. The patient was using off-brand test strips, however, the issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the reporter claimed that the patient became hyperglycemic after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.